Manufacturer narrative:
A supplemental MDR is being submitted due to engineering evaluation findings. Sections b4, g3, g6, h2. H6: health effect - impact code, type of investigation, investigation findings and investigation conclusions have been updated. The event reported is anticipated in the risk management documentation for transcatheter heart valve procedures. A previous investigation into this type of event is captured in an edwards lifesciences technical summary and applies to this complaint. Additional assessment of the failure modes is not required at this time. Due to the unavailability of the complaint device, engineering was unable to perform any visual inspection, functional testing, or dimensional analysis. Per the technical summary, the IFU, current risk mitigations include design and manufacturing controls, and training manuals have been reviewed, no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. In this case, the complaint of increased gradients was unable to be confirmed due to the unavailability of the device/relevant imagery/relevant medical records. It is possible that one or more patient/procedural factors identified in the technical summary may have been present and contributed to the complaint event. However, due to insufficient information, a definitive root cause is unable to be determined. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. Since no edwards product defects or labeling deficiencies were identified, no corrective or preventative action is required.

Event description:
As reported by an edwards lifesciences japanese affiliate, the patient underwent a transfemoral tavr procedure with a 20mm sapien 3 valve in the native aortic position with nominal contrast solution. Approximately 6 years after tavr, echocardiogram blood flow velocity had increased from 3.4 m/s to 4.0m/s when compared with the previous follow up visit a year prior. There were no clear symptoms, but the patient's activity had decreased after tavr, making assessment difficult. Per report, there is no recommendation for a tav in tav as there is a high possibility that a pressure difference will remain. Outpatient follow-up will be continued, and no additional treatment is planned.

Manufacturer narrative:
The investigation is ongoing.